Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated.review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. However, before the relink could be completed, the user reported that the system had stabilized and sensor values were aligning with bgm readings. The user declined the relink and opted to continue monitoring. Customer care advised the user to verify glucose levels with a meter if symptoms differ from sensor readings and to contact customer care if discrepancies reoccur. B4.date of this report 21 jan 2026. G3.date received by the manufacturer? 21 jan 2026. . H6. Type of investigation updated to 4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.